Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown folfusor did not infuse at all. This occurred after the device was filled with fluorouracil (non-baxter product) and connected to the patient using a catheter. Two days later, the device was found to still be full. There was no patient injury or medical intervention associated with this event. No additional information is available.